Manufacturer narrative:
Follow-up #1: date of submission 06/01/2016 device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging air bubbles in the cartridge. The reporter confirmed that the infusion set was secured appropriately to the cartridge and there was no visible damage to the cartridge. The filling technique was reviewed and confirmed that the cartridge was being filled correctly.